Manufacturer narrative:
The local area field representative was contacted for additional information. At this time, not further information is available and records indicate this lead remains in service. Should additional information become available this report will be updated.

Event description:
--

Manufacturer narrative:
Additional information was received indicating the physician is aware of the low pacing impedance measurement and is following the patient. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable defibrillation lead exhibited a low out of range pacing impedance measurement. No adverse patient effects were reported.